Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump was having a hard time connecting to the transmitter. Blood glucose level at the time of incident was 48 mg/dl and no treatment was reported. Troubleshooting occurred and resolved issue. Will make follow up about auto mode feature. Product will not return for analysis.